Event description:
It was reported that the surgeon performed myomectomy by laparotomy on a young, otherwise healthy pt. Pt did not recall the date of surgery. Pt noted that the fibroids were large and extensive packing of the bowel was performed. Post-op, the pt had a prolonged ileus. A flat plate of the abdomen suggested small bowel obstruction. Another laparotomy was performed by a general surgeon and no mechanical obstruction was found. Temp and white blood count were normal throughout the pt's hospitalization. The surgeon felt that intergel was responsible for the prolonged ileus and pseudo bowel obstruction.